Manufacturer narrative:
Zoll has not received the product for investigation. A supplemental report will be filed when the product is returned and investigation has been completed. The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse was intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation, and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR.

Event description:
As reported, during patient use, the customer's autopulse platform (sn (B)(4)) displayed user advisory - ua17 (max motor on time exceeded during active operation) and stopped compression. Immediately, the users shifted to manual CPR and rosc was not achieved. Note that at the time of used, the lifeband was covered with cling film that the customer had placed and may have caused the jammed when the lifeband was in winding. Patient death reported.

Manufacturer narrative:
The reported complaint of user advisory - ua07 (discrepancy between load 1 and load 2 too large) on the autopulse platform sn (B)(4) error message was not confirmed during functional test but confirmed during archive data review. Load cell characterization test confirmed both cell modules are functioning within the specification on the platform. The run_in test was performed using the 95% patient test fixture (lrtf) with good known test batteries until discharged without any fault or error. Ua07 error message occurs when the load sensing system has detected a weight/load imbalance between the two load cells. The device does not need to be performing compressions for this to occur; it may happen at any time when the device is powered on. The patient likely was not correctly oriented on the autopulse platform or the patient may have shifted during compression. No physical damage observed on the ap platform during visual inspection. The autopulse platform is a reusable device and was manufactured in october 2013. The device has been operating for over 5 years and has reached its expected serviceable life of 5 years. During archive data review, ua07 was identified on the date the event occurred. Thus, confirming the reported complaint. Initial functional testing passed without any fault or error. The ap platform is ready for clinical use. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).